Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient experienced symptoms of withdrawal that included symptoms of "jerking of his legs more than arms (effect seen in clonidine withdrawal), chills, diarrhea. The pump went into safe state for unknown reason when interrogated on (B)(6), 2011. The drugs infused via the pump at the last update on (B)(6), 2011 included fentanyl 7.5 mg/ml, clonidine 150.0 mcg/ml and bupivacaine 15.0 mg/ml at a daily dose of 2.4656 mg/day, 49.14 mcg/day and 4.931 mg/day respectively. This resulted in patient hospitalization. The event outcome was reported as ongoing. A follow-up report will be sent if additional information becomes available.